Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There was no scrolling numbers display anomaly noted. The presence of a battery out limit alarm could not be verified due to the keypad anomaly. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that while programming a bolus on her insulin pump the numbers began to scroll uncontrollably. She then removed the battery and received a battery out limit alarm. Troubleshooting was initiated for the keypad anomaly. The patient's blood glucose at the time of incident was 261 mg/dl. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.